Event description:
It was reported that when using the bd pyxis¿ es server had users were unable to log in. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, correction: section d concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a login failure. The technical support specialist (tss) dialed into the server, confirmed that the user's account was locked and the account was configured locally. The tss tried to create a new user account but failed. The customer confirmed that the issue was resolved, and it is due to the report data that was not current. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had users were unable to log in. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.